Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported the peritonitis was manifested by abdominal pain and patient was admitted to hospital due to abdominal pain and cloudy fluid. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that on an unknown date, the patient was hospitalized and treated with amikacin injection (100mg, once daily, intraperitoneal, discontinued), vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) and cefazoline injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from the events. On an unknown date, the patient was discharged from the hospital. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.